Event description:
It was reported that the autopulse resuscitation system gave a couple of compressions with a fully charged battery and displayed a "replace battery" message. Medics then proceeded to utilize a second and third battery and the platform would not power up. Medics reverted to manual CPR. Additional details were requested by the manufacturer but have not been obtained. No adverse pt sequelae was reported.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that battery lock was damaged. No other damages were observed. Archive data results indicates that there were sessions that took place on (B)(6) 2013 that matched the customer's reported complaint. In those sessions batteries s/n (B)(4) were used. All three batteries were weak under load. "Weak under load" means that (the batteries could not supply the power needed when the autopulse board was doing compressions. The power needed from the batteries is considered to be the "load"). Functional testing was conducted whereby platform was run with a test battery for 15 minutes and performed 1079 compressions with no problem. Customer's reported problem was not confirmed during investigation. Based on the evaluation results, a probable root cause for the customer's reported complaint may be due to the batteries that the customer was using at the time of the complaint. A definitive root cause could not be determined since no batteries were returned for investigation.